Event description:
The customer reported falsely elevated magnesium results generated on the architect c4000 analyzer on two patients. Results provided: (B)(6) 2022 sid (B)(6) = 3.95 / 3.10 / 9.13 / 3.94 / 1.31 / 1.34 / 6.79 / 4.13 / 3.88 / 3.87 / 1.22 / 3.78 mg/dl, (B)(6) 2022 = 1.41 / 1.43 / 9.40 / 1.43 / 3.29 / 1.31 mg/dl, another alinity at another laboratory = 1.20 / 1.20 / 1.23 mg/dl. (B)(6) 2022 sid (B)(4) = 4.95 / 2.08 / 2.04 / 3.82 / 7.61 / 5.45 / 5.73 / 2.08 / 6.52 / 1.51 / 1.52 / 2.84 / 1.48 / 1.55 / 1.50 mg/dl. Normal range: 1.3-2.1 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replacing the peristaltic head tubing which resolved the issue. A review of the (B)(4)service history revealed no additional discrepant results reported after the tubing was replaced. A review of historical data for the likely cause part revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed that the calculated erratic rates for the architect c4000 system was below the upper control limit and found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect c4000. Patient identifier sids: (B)(6).